Event description:
It was reported by service report that the power cord was missing the ground prong, the lift motors were stuck in upward position, and the nurse call was not working. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: power cord missing the ground prong. Communication cord with bent pins. Lift motors were stuck in upward position due to a faulty cpu board.